Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that there was t-wave oversensing. It was later reported that the lead triggered an alert due to elevated sensing interval counter, noise, and high impedance. The lead was capped and replaced. No patient complications were reported as a result of this event.